Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. The customer was advised to use multiple daily injections as a backup therapy to maintain insulin delivery.